Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided; therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 14 reports, regarding 15 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the trs100sb2, ancr tissue retrieval system, 10mm, 175ml (5/bx) was being used on (B)(6) 2024 and the ¿anchor bag trs100sb2 was used during a laparoscopic cholecystectomy and as the surgeon pulled on the bag, the bag ripped a whole right through the bottom of the bag. Bag was used properly, no adverse conditions¿. Per further assessment it was found that the bag did not fragment. The specimen did fall back into the surgical site but was retrieved with a kelly and the surgical site was not contaminated. No additional incisions were required to retrieve the specimen: "it was pulled out though an existing 10mm skin incision, the incision that originally had the 10mm trocar and bag placed down.". There was no injury to the patient or user. There was a 1 minute delay and the procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.